Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient's wife complained of discrepant inr results with coaguchek in range meter serial number (B)(4) compared to an unspecified laboratory method. The patient has been in the hospital since (B)(6) 2018 for drainage and is not doing too well due to the water. This hospitalization is not related to the coaguchek device. While in the hospital, comparisons were performed between the patient's meter and the hospital laboratory. On (B)(6) 2018 the laboratory result at 9:00 a.m. Was 3.3 inr. The patient tested on the meter at 12:37 p.m. With a result of 5.0 inr. On (B)(6) 2018 the laboratory result at an unknown time was 3.0 inr. The patient tested on the meter at 9:47 a.m. With a result of 4.0 inr. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation.

Manufacturer narrative:
The patient¿s meter and strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.3 inr. The obtained qc results were in the allowed range. No error messages occurred during the investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Medwatch field correction/removal report no was updated.